Event description:
It was reported that the battery gauge was fluctuating and subsequently shutdown. The customer's blood glucose ranged 126-127 mg/dl. The customer continued to use the pump for insulin therapy. In addition, it was reported that the cable and adapter no longer charged the pump. The customer was able to successfully charge the pump with an alternate pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.